Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "the implant shows hypointense linear images within, folded upon itself in the inner quadrants, related to intracapsular rupture" and "moderate amount of periprosthetic fluid extending superiorly in the retropectoral location and inferiorly towards the submammary groove" diagnosed via MRI. Later healthcare professional reported "rupture". This record is for the left side. The device was explanted and replaced with another manufacturer's device. Device has been returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma-late.

Event description:
Patient reported "the implant shows hypointense linear images within, folded upon itself in the inner quadrants, related to intracapsular rupture" and "moderate amount of periprosthetic fluid extending superiorly in the retropectoral location and inferiorly towards the submammary groove" diagnosed via MRI. This record is for the left side. The device remains implanted.

Event description:
Patient reported "the implant shows hypointense linear images within, folded upon itself in the inner quadrants, related to intracapsular rupture" and "moderate amount of periprosthetic fluid extending superiorly in the retropectoral location and inferiorly towards the submammary groove" diagnosed via MRI. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, d6b.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.